Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a definitive cause for the reported difficult deploying the clip could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. Two clips were implanted successfully. A third clip delivery system (cds) was advanced and the clip was positioned with good mr reduction. During clip deployment, the mandrel could not be retracted to release the clip. After several attempts and tugging on the cds and moving the actuator knob, the clip was able to be deployed, successfully reducing the mr. Three clips deployed, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.